Manufacturer narrative:
The devices were manufactured from october 16, 2019 - october 17, 2019. Five (5) actual samples were received for evaluation. Unaided visual inspection was performed under normal room conditions and no foreign matter was observed in the fluid path of all samples. Visual inspection with and without magnification observed embedded dark foreign matter on the outside of the fill port connector of sample 1 only. Functional testing was not performed for this complaint. The reported condition of foreign matter in the fluid path was not verified in any of the samples; however, embedded dark particulate matter was verified on the outside of the fill port connector on one sample only. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020 ¿ (B)(6) 2020. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black foreign materials were observed in the fluid path of five (5) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.